Event description:
It was reported that during the end of a pulmonary vein isolation (pvi) ablation procedure to treat persistent atrial fibrillation (persafib) the patient experienced st elevation. As the physician was preparing to close the groin and the anesthesia provider was giving protamine, they observed the blood pressure was dropping. St elevation was noted in the inferior leads. The hypotension was treated, and nitroglycerin was administered. A non-bsc intracardiac echocardiography (ice) catheter was reinserted, and pericardial effusion and vasospasm were ruled out. However, there was no visible pda vessel filling. The patient's rhythm went into av block so a non-bsc mapping catheter was inserted in the right atrium and the physician started pacing. The interventional cardiologist then took an angiogram of the left sided vessels - showing no acute occlusions or vasospasm. Then the pacing stopped capturing and the patient went into ventricular fibrillation (v-fib). The patient was shocked and was able to return normal sinus rhythm. Another image was taken of the right coronary artery (rca) which showed the pda was now filling normally. The interventional cardiologist stated the defibrillator shock could have dislodged the air bubble that was potentially occluding the pda. However, no air was visibly confirmed in the patient nor the device. The physician then closed the groin site. The patient's vital signs remained stable. No neurological deficits were noted upon awakening the patient. The device is not expected to be returned as it has already been disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the end of a pulmonary vein isolation (pvi) ablation procedure to treat persistent atrial fibrillation (persafib) the patient experienced st elevation. As the physician was preparing to close the groin and the anesthesia provider was giving protamine, they observed the blood pressure was dropping. St elevation was noted in the inferior leads. The hypotension was treated, and nitroglycerin was administered. A non-bsc intracardiac echocardiography (ice) catheter was reinserted, and pericardial effusion and vasospasm were ruled out. However, there was no visible pda vessel filling. The patient's rhythm went into av block so a non-bsc mapping catheter was inserted in the right atrium and the physician started pacing. The interventional cardiologist then took an angiogram of the left sided vessels - showing no acute occlusions or vasospasm. Then the pacing stopped capturing and the patient went into ventricular fibrillation (v-fib). The patient was shocked and was able to return normal sinus rhythm. Another image was taken of the right coronary artery (rca) which showed the pda was now filling normally. The interventional cardiologist stated the defibrillator shock could have dislodged the air bubble that was potentially occluding the pda. However, no air was visibly confirmed in the patient nor the device. The physician then closed the groin site. The patient's vital signs remained stable. No neurological deficits were noted upon awakening the patient. The device is not expected to be returned as it has already been disposed. Additional information was received. The patient was intubated under general anesthesia and patient was paralyzed. While it could not be confirmed visually, the physician believed the air came from the anesthesia line when giving protamine. A cardiac catheter was performed to ensure there was no spasm or occlusion, but the occlusion of the pda resolved after the patient was defibrillated. No st elevation was noted on pre-EKG. The st elevation occurred after the ablation portion of the procedure just before groin access was removed and closed. The patient has since been discharged and has recovered.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Correction to the initial, follow-up 1, MDR in block(s) h6.

Event description:
It was reported that during the end of a pulmonary vein isolation (pvi) ablation procedure to treat persistent atrial fibrillation (persafib) the patient experienced st elevation. As the physician was preparing to close the groin and the anesthesia provider was giving protamine, they observed the blood pressure was dropping. St elevation was noted in the inferior leads. The hypotension was treated, and nitroglycerin was administered. A non-bsc intracardiac echocardiography (ice) catheter was reinserted, and pericardial effusion and vasospasm were ruled out. However, there was no visible pda vessel filling. The patient's rhythm went into av block so a non-bsc mapping catheter was inserted in the right atrium and the physician started pacing. The interventional cardiologist then took an angiogram of the left sided vessels - showing no acute occlusions or vasospasm. Then the pacing stopped capturing and the patient went into ventricular fibrillation (v-fib). The patient was shocked and was able to return normal sinus rhythm. Another image was taken of the right coronary artery (rca) which showed the pda was now filling normally. The interventional cardiologist stated the defibrillator shock could have dislodged the air bubble that was potentially occluding the pda. However, no air was visibly confirmed in the patient nor the device. The physician then closed the groin site. The patient's vital signs remained stable. No neurological deficits were noted upon awakening the patient. The device is not expected to be returned as it has already been disposed.